Event description:
Event description guidant received information that this right ventricular lead measured shock impedances of over 125 ohms six days post implantation. The device is a competitor's product.